Event description:
It was reported that while using bd synapsys¿ an application workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that while using bd synapsys¿ an application workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. D.1. Medical device brand name: bd synapsys¿. D.2. Common device name: na. D.2. Medical device type: na. D.4. Medical device catalog#: 444150. D.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device serial#: (B)(6). G.4. PMA / 510(k)#: na. H.6. Investigation: the customer reported an instance of a plate not incubating that was seen on synapsys (material number (B)(6), serial number: (B)(6). The investigation revealed that a failure in bea resulted in an unexpected message to synapsys. The original failure was with bea and was addressed by the kiestra team. The synapsys team updated their software to handle the error type from bea. This is a confirmed failure of a bd product. The root cause was an unhandled failure with bea. Bd quality will continue to monitor trends associated with this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using a tla instrument system an application workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.